Event description:
The pump was implanted on (B)(6) 2014. A prime was done at that time to fill the pump tubing and the catheter. It was noted that the patient ¿had an epidural catheter up until that point and at some time that was discontinued¿. The patient had a ptm (personal therapy manager), but the reporter didn¿t believe that it was programmed. A few days after implant, the patient started having symptoms including nausea and vomiting. The pump dose was reduced. As of the date of this report, the patient was continuing to have symptoms including slurred speech. The physician believed that the patient may be getting too much drug, but was wondering why there would be such a delay between when the therapy was initiated and when the symptoms started to occur. The physician was considering checking the reservoir volume to make sure the pump was infusing accurately. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The cause of the event was unknown. Device anomalies were not detected. The issue wasn't determined to be due to the pump, the catheter or its location. The daily dose was lowered. This reporter had not heard of any additional problems with the patient's therapy.